Event description:
During a coronary stent procedure of a pre-dilated lesion, the physician experienced difficulty crossing the lesion. The shaft of the catheter broke while attempting to cross the lesion. No pt injuries were reported. Add'l info has been requested regarding this event.